Event description:
Per the clinic, the patient experienced pain with stimulation of the device. The results of an integrity test (B) (6), 2009 indicate malfunction of the device. Explant and reimplantation is planned, but had not taken place at the time of this report december 30, 2009.

Manufacturer narrative:
(B) (4).